Event description:
Customer reported on a bravo ph capsule that failed to detach from delivery system. He reported that the capsule was attached but after activating the plunger to release it did not release. The pt was not injured following the procedure.